Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about six weeks after the implant of a cardiac resynchronization therapy pacemaker (crt-p) system with an absorbable envelope, the crt-p system was explanted and replaced due to an infection. No further patient complications have been reported as a result of this event.